Manufacturer narrative:
The customer¿s report that the adapter tip broke off in a maxplus valve was confirmed. Visual observation revealed that an unknown tip was broken off and stuck in the maxplus. Functional testing was not applicable. The root cause was not determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the a lab collection adapter broke off in the pigtail end of the maxplus.